Event description:
It was reported that an asymptomatic patient presented remotely via merlin transmission. The device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were made.